Manufacturer narrative:
The stent remains in the pt, and the delivery device has been disposed; therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.

Event description:
It was reported that 180 days after a coronary drug eluting stenting treatment procedure, the patient required a target vessel reintervention (tvr). The target lesion was a 2.5mm, 80% stenosed, 8.0mm long portion of the 1st diagonal (1st dx). The physician treated the lesion with direct stenting using a 2.75 x 12mm taxus express2 study stent. Residual stenosis was 0%. The patient developed chest pain in the evening following the stenting procedure. Pain relieved with morphine and nitroglycerin drip. The patient was discharged 2 days later on aspirin and plavix. At 175 days after the initial procedure, the patient was admitted due to intermittent chest discomfort over two days. Per the patient's wishes, she was discharged 2 days later on aspirin and plavix and pci of the diag scheduled for next week. At 2 days later the patient was readmitted, due to acute onset of chest pain and associated shortness of breath. The next day, 180 days after the initial procedure, the patient was treated with direct stenting using a 2.75 x 20mm taxus stent in the 1st diagonal, overlapping a previously placed stent. Residual stenosis was 0%. The patient was discharged the next day on aspirin and clopidogrel. In the opinion of the physician, the relationship of the tvr to the taxus stent is unrelated. Adjudication documentation of the event by a clinical events committee in 2007, states the tvr is possibly related to the taxus stent.